Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the cycler experienced a pump a vs. B volume error and a drain line is blocked message during an unknown step in set up. Additionally, the patient stated fluid leaked all over their floor. The patient confirmed that the pump a vs. B volume error occurred during fill 3. Additionally, fluid was discovered leaking from the cycler door after the alarm in fill 3 and the treatment was cancelled. The cause of the leak was unknown. The patient stated there were no leaks or issues with the solution bag used during the event. The patient set up the cycler for a new treatment after the leak and the cycler experienced a drain line is blocked message during an unknown step in set up. The patient stated they did not complete treatment on the day of the event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they have been completing their treatment on the cycler. The patient stated they have not requested a replacement cycler, therefore it was recommended to the patient to call their pdrn and technical support and set up replacement request. The patient confirmed it set up for a replacement cycler and would complete treatments in absence of the new cycler using manual therapy. The patient confirmed that the cassette used during the event was discarded and not available for return to the manufacturer for physical evaluation. The lot number of the cycler set was unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the cycler experienced a pump a vs. B volume error and a drain line is blocked message during an unknown step in set up. Additionally, the patient stated fluid leaked all over their floor. The patient confirmed that the pump a vs. B volume error occurred during fill 3. Additionally, fluid was discovered leaking from the cycler door after the alarm in fill 3 and the treatment was cancelled. The cause of the leak was unknown. The patient stated there were no leaks or issues with the solution bag used during the event. The patient set up the cycler for a new treatment after the leak and the cycler experienced a drain line is blocked message during an unknown step in set up. The patient stated they did not complete treatment on the day of the event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they have been completing their treatment on the cycler. The patient stated they have not requested a replacement cycler, therefore it was recommended to the patient to call their pdrn and technical support and set up replacement request. The patient confirmed it set up for a replacement cycler and would complete treatments in absence of the new cycler using manual therapy. The patient confirmed that the cassette used during the event was discarded and not available for return to the manufacturer for physical evaluation. The lot number of the cycler set was unknown.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that the cycler experienced a pump a vs. B volume error and a drain line is blocked message during an unknown step in set up. Additionally, the patient stated fluid leaked all over their floor. The patient confirmed that the pump a vs. B volume error occurred during fill 3. Additionally, fluid was discovered leaking from the cycler door after the alarm in fill 3 and the treatment was cancelled. The cause of the leak was unknown. The patient stated there were no leaks or issues with the solution bag used during the event. The patient set up the cycler for a new treatment after the leak and the cycler experienced a drain line is blocked message during an unknown step in set up. The patient stated they did not complete treatment on the day of the event. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they have been completing their treatment on the cycler. The patient stated they have not requested a replacement cycler, therefore it was recommended to the patient to call their pdrn and technical support and set up replacement request. The patient confirmed it set up for a replacement cycler and would complete treatments in absence of the new cycler using manual therapy. The patient confirmed that the cassette used during the event was discarded and not available for return to the manufacturer for physical evaluation. The lot number of the cycler set was unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.